Manufacturer narrative:
Product investigation summary: the complaint condition for the titanium trochanteric fixation nail (part 456.418 / lot 9816011) and titanium helical blade (part 456.303 / lot 7678577) was likely caused by outward pressure from soft tissue during surgery; however, this complaint is not likely a result of any design related deficiency. The titanium trochanteric fixation nail and titanium helical blade are instruments routinely used in the titanium trochanteric fixation nail system. The devices were returned and reported to have been colliding with one another during surgery. This condition is confirmed; the distal portion of the helical blade has a small gouge where device collided with the wall of the proximal locking hole in the trochanteric fixation nail. It is likely that outward pressure from soft tissue during surgery interrupted the path of the helical blade leading to this complaint condition. The helical blade was manufactured in may, 2014 and is over a year old. The trochanteric fixation nail was manufactured in may, 2015 and is less than a year old. The returned devices are in condition consistent with attempted insertion and removal. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device cannot be replicated. The risk assessment adequately addresses the complaint event. No non-conformance reports relevant to the complaint condition were generated during the production of this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device was not implanted or explanted during the reported surgical procedure. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: may 27, 2015 ¿ expiration date: april 30, 2024. A review of depuy synthes monument device history records for manufacturing revealed no issues for the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail (tfn) procedure on (B)(6) 2015 due to a broken right femur. The helical blade would not pass through the nail following insertion. The aiming instrumentation was checked for loosening. The guide wire was then removed and reinserted. Additionally, the locking mechanism was backed out to ensure that it was not impinging on the progression of the blade. A visual inspection of the helical blade showed no signs of improper attachment to the blade inserter. The nail was removed from the patient; the surgeon made another attempt to pass the helical blade through, but was still unsuccessful. There appeared to be scratches on the nail where the blade was impacting it. The blade also appeared to have some damage due to the impact with the nail. Utilizing the same aiming instrumentation, a new blade successfully passed through a new nail. The procedure then resumed without any additional complications. There were no fragments generated. A three (3) to five (5) minute surgical delay was noted. The procedure was completed successfully and the patient outcome was reported as &#49615;od.&#54090; this report is 1 of 2 for (B)(4).